Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced pain over the lead site. The patient was diagnosed with post-surgical neuropathy and was given lidocaine patches, gabapentin and morphine to help alleviate the pain. Reportedly, these medications did not help the patient¿s pain, and the patient developed a blister on one end of the scar at the base of the patient¿s spine where the lead was originally fitted. As a result, the patient may be awaiting surgical intervention. Device information is unknown at this time. Based on information provided to us, additional devices may be added at a later date.

Event description:
Device 1 of 2- reference MFR. Report: 1627487-2018-02456. Additional information indicates the patient has two leads. Device information for the second lead is unknown.